Manufacturer narrative:
D2b: lgw - qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7082863. UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 579710. UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration and high impedances on the contacts. The patient underwent a lead and implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.